Manufacturer narrative:
Final device analysis of the leads revealed the following: lead (B)(4) had broken conductor wires in the body of the lead within 10 cm of the connector area, at 22 and 22.9 cm from the distal end, and 2.8 cm from the proximal end. Electrodes 0,3, and 5-7 were open, all other electrodes were acceptable. Lead (B)(4) showed no anomalies. Both titan anchors were cut, but showed no significant anomalies; suspected explant damage.

Manufacturer narrative:
Lead 3778-60, lot v674093024, exp - 01/09/2012, lead 3778-60, lot v679143008, exp - 01/09/2012, programmer 37743, (B)(4), rechrager 37752, (B)(4). Final device analysis of the leads and anchors revealed the following: lead # v674093024 had conductor wires broken at 22 and 22.9 cm from the distal end, and broken conductor wires at 2.8 cm from the proximal end. A functional test showed open circuits on electrodes 0, 3, 5, 6, 7. Lead # v679143008 showed no anomalies, lead was functionally ok. Both anchors showed no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of stimulation. At interrogation, impedances of >40,000 were seen. At a revision procedure, the pocket was opened, and the leads were disconnected from the battery. Impedances were checked, and again showed out-of-range results. Both leads were replaced. The patient recovered without sequela.